Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had a decrease in impedances and is subsequently low. The polarity was programmed to unipolar in (B)(6) 2008. Since then, the device shows over 18,000 mode switch episodes. There appears to be a lot of noise on many of the stored electrograms as well as in the office while the patient was doing isometric exercises. It was reported that the unipolar impedance was higher than the bipolar. The lead remains in use, and it will continued to be monitored. No patient complications were reported as a result of this event.